Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was unable to provide the amount of insulin remaining in the cartridge prior to reloading the cartridge. Blood glucose level was 164 mg/dl. Reportedly, the customer reloaded the cartridge with an additional 200 units of insulin. Insulin delivery was resumed.